Event description:
During an endovascular procedure for an aortic bi-iliac stenting, the stent dislodged when passing through an artery. The stent had to be removed by surgical arteriotomy in the operating room.

Manufacturer narrative:
We are awaiting add'l details regarding the incident and will submit the follow up report once the eval is completed. Related MDR: 1219977-2015-00066.